Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor anomaly. Customer stated the electrode was missing when the sensor was removed from the customer's body. Customer's blood glucose was unknown. The customer agreed to return the sensor for analysis.

Manufacturer narrative:
Evaluated one opened/used sensor and found sensor cannula retracted inside of the sensor. We were unable to confirm if customer received sensor damaged due to customer returning it opened/used.